Manufacturer narrative:
On 10/07/19, the suspected medical device was returned for evaluation. On 10/24/19, the investigation on the suspected medical device was completed. Investigation summary: during evaluation of the sample a crease was observed in anterior aspect. No other anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: grade iii capsular contracture concomitant products: 400cc mentor memorygel breast implant (catalog #: 3504004bc, serial #:(B)(4)).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a primary breast augmentation with a 400cc mentor memorygel breast implant and experienced postoperative right-sided grade iii capsular contracture. The diagnosis was confirmed by a physician. As a result, the patient underwent removal and replacement with an unspecified 400cc mentor gel implant on (B)(6) 2019.